Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): analysis confirmed the customer comment that the stylus was not calibrated, the stylus and the cursor were not aligning on the screen. The xy printed circuit board/overlay cable/connector was cleaned and reseated and the stylus was then able to be calibrated using the 25-point method. Additionally the nylon standoff between the link electronic module and the microprocessing unit was replaced. The circuit boards and mechanical parts were inspected, the hard drive was reconfigured, the software was reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen was experiencing calibration issues. The programmer was returned for service. There was no patient involvement.